Event description:
Dealer states: the chair intermittently goes into drive lockout. Advised to check the mercury switch and cables connecting it to the control box. Dealer is going to troubleshoot more. No report of injury,

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143190, rev. K(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. In speaking with the reporter of the incident, additional information was obtained. The user is completely cognitive. At this time, the chair will be repaired. No injury as a result of the incident.